Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) lead and stored pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed and noted there were inappropriate atrial tachy response (atr) mode switches. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated section e. Initial reported with name, last name and email address for the hcp. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) lead and stored pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed and noted there were inappropriate atrial tachy response (atr) mode switches. This lead remains in service. No adverse patient effects were reported.